Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a pump exchange due to driveline damage.

Manufacturer narrative:
The patient had a known short to shield reported in MFR #(B)(4) manufacturer's investigation conclusion: the account communicated that (B)(6) was exchanged on (B)(6) 2021 due to suspected driveline damage and will not be returned for evaluation. Because (B)(6) will not be returned for evaluation, the suspected driveline damage cannot be conclusively determined. The heartmate ii left ventricular assist system instructions for use (rev. G) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook (rev. G) contains information on caring for the driveline. The relevant sections of the device history records were reviewed and showed no deviations from the manufacturing quality assurance specifications. The implant kit was shipped on 21mar2017. No further information was provided. The manufacturer is closing the file on this event.